Manufacturer narrative:
H3: a medtronic representative went out to the site to preform a system check out. It was noted that there were no parts replaced and the system preformed as intended. H6: 10,213,67 are associated with system check out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) analysis on the returned computer had no failure found when analyzed. When tested, it functioned as designed. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736032 , serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. An error message was received on the navigation system with every image acquisition transfer. The error message read "store failed, file:" and a file path was listed. The listed file path appeared to be related to the patient exam or to the location selected for import. The manufacturer representative attempted "exporting labels" and as "geometries" without resolution. The reported behavior initially began populating intermittently and was associated with a partial transfer. The reported behavior also occurred locally when transferring to other navigation systems. Furthermore, it was also noted that at one point, the issue only occurred when logging into the cranial application and going back into the navigation software. Rebooting the navigation system resolved the issue. With more testing, the system reboot would no longer resolve the issue. Technical services recommended reinstalling the navigation software and potentially replacing the solid state drive (ssd).